Manufacturer narrative:
The proximal section of the coil has stretching and buckling damage. Located at the distal tip of the skive, the core wire protrudes outside the sheath for the remainder of its proximal length. There is mechanical sheath damage resulting in an opened skive protrusion site. It was not started if repositioning of the coil occurred inside the aneurysm or if the friction occurred during the initial advancement into the aneurysm. The most likely contributing factor to the coils resistance, stretching, and buckling damage during entry or repositioning into the aneurysm may have been due to the coils already dwelling inside the aneurysm, on the coil itself, or from the distal tip of the microcatheter. The coil most likely was temporarily anchored and stretched upon removal. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. While not complaint related, the most likely contributing factor to the core wire protruding outside the sheath occurred when the resheathing tool was advanced onto the proximal end of the green introducer. When the resheathing tool was retracted for resheathing it produced mechanical sheath damage resulting in an opened skive. This allowed the core wire to protrude outside the sheath. In this condition resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information, it is not possible to determine the cause of the event and damages found on the device, however the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Prior to use in the patient, there was kink at the middle section of the 6f .070 mpd envoy catheter (67025800/ 15760992) after opening the package. The device was changed another gc directly. Then, when advanced the 2nd coil (cashmere 14 cerecyte - crc14022530/ m10553) into the target lesion found friction from the distal part of wc. The device was withdrawn and changed to another coil to complete the procedure without any adverse event reported. However, the device was received and the coil has proximal stretching and buckling damage. The components will be returned for analyses. The pcom aneurysm measurement was 10mm x 8mm x 6mm.